Event description:
Pt had arch aortogram and bilateral selective carotid arteriograms with a night hawk h1h bi-french 5fr angio catheter (selective). Pt was fine after procedure, however four hrs later the man stroked in the hosp.